Event description:
It was reported that the right ventricular lead exhibited low pacing impedance and noise that was over-sensed by device. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information notes that the issue was discovered when the patient presented remotely via merlin.net.